Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. As noted from the tech services notes, the sensing trend begins at a save to disk recorded implant date of (B)(4) 2010. However, the registered date of implant is (B)(4) 2010. Two short v-v sensed events of < 220 ms are observed on the (B)(4) 2010. (2 episodes nst (non-sustained tachycardia)).

Event description:
It was reported that the ventricular lead had varying impedance, was oversensing, and low amplitude r waves were sensed. The lead remains in use. No patient complications were reported as a result of this event.